Manufacturer narrative:
Coopersurgical, inc. Is currenlty investigating the reported condition.

Event description:
Internal tube leading to control valve has broken. Confirmed complaint: tank hose disconnected. High pressure line broken. Loose on/off valve packing leaking. Repair order (B)(4). (B)(4). E-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currenlty investigating the reported condition.

Event description:
Internal tube leading to control valve has broken. Confirmed complaint: tank hose disconnected. High pressure line broken. Loose on/off valve packing leaking. Repair order (B)(4). Wa4000 20 n20 conn. E-complaint-(B)(4).

Event description:
Internal tube leading to control valve has broken confirmed complaint: tank hose disconnected. High pressure line broken. Loose on/off valve packing leaking. Repair order (B)(4). 1216677-2021-00316, wa4000 20 n20 conn, 900509-4, (B)(4).

Manufacturer narrative:
Investigation: x-inspect returned samples. Analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 04/30/2013 under wo (B)(4) and shipped on 5/29/2013. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 97518, this unit was at csi on 12/09/2021. Visual evaluation: visual examination of the complaint unit revealed physical damage. The black hose, housing the high pressure line, was kinked from an apparent impact. The high pressure line broken inside aligns with the impact site. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit on/off valve 'packing' was slightly loose. Root cause: root cause is attributable to wear & tear as well as impact damage. The age of the device, through normal use, can account for the leaking on/off valve, p/n 108510. This valve is designed to allow for adjustment as needed. The damage to the hose is attributable to user error. Was the complaint confirmed? Yes. Correction and/or corrective action: the unit was repaired, tested and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary.